Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with (B)(4)-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video gastroscope ec34-i10cm serial (B)(4). In the event reported, the user stated that there was a foggy image, moisture under led and objective lens visible. This defect was detected in the operation room before use. There was no adverse event reported with this complaint. No additional information was provided. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.